Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and no damage nor other workmanship defects were detected. A functional test could not be performed due the conditions of the sample. The root cause of the reported failure cannot be determined. No corrective actions are required since the complaint was not confirmed. There were no relevant findings detected in the DHR.

Event description:
Information received from a patient that uses smith medical cadd administration sets - flow stop reported by patient leaking IV antibiotics at the site of cassette. No adverse patient events reported.